Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Report source: non-event - spontaneous. A consumer of unspecified age and gender reported via e-mail on (B)(6) 2018 that for the third time, the head of the oral-b brushhead, version unknown became detached during brushing with an oral-b rechargeable toothbrush, version unknown. The consumer noted that the second time this happened it fortunately was not during brushing as a small pin came out at the time. The brush heads were from a set of 4. No symptoms developed. Relevant history: none reported. No further information was provided. On (B)(6) 2018 received consumer's follow-up e-mail: the consumer reported that he/she had oral-b flexisoft brushheads. The consumer still had 2 new brush heads in the package, and he/she still had photos of the used one. The consumer was unsure if he/she had ever used these particular brush heads before, but had also used other ones before and never had any problems. No further information was provided.

Manufacturer narrative:
16-may-2018 product investigation results: reporter returned an unspecified number of toothbrush heads on 16-may-2018. Toothbrush heads confirmed to be counterfeit.

Event description:
Report source: non-event - spontaneous. A consumer of unspecified age and gender reported via e-mail on (B)(6) 2018 that for the third time, the head of the oral-b brushhead, version unknown became detached during brushing with an oral-b rechargeable toothbrush, version unknown. The consumer noted that the second time this happened it fortunately was not during brushing as a small pin came out at the time. The brush heads were from a set of 4. No symptoms developed. Relevant history: none reported. No further information was provided. 09-apr-2018 received consumer's follow-up e-mail: the consumer reported that he/she had oral-b flexisoft brushheads. The consumer still had 2 new brush heads in the package, and he/she still had photos of the used one. The consumer was unsure if he/she had ever used these particular brush heads before, but had also used other ones before and never had any problems. No further information was provided.